Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection and scanning electronic microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure to treat a non-heavily calcified, restenosed lesion in the non-heavily-tortuous left anterior descending (lad) coronary artery, a 014 balance middleweight (bmw) hydro guide wire crossed the lesion successfully and the restenosed lesion was treated successfully using an unspecified balloon dilatation catheter (bdc). A decision was made to dilate a side branch of the lad; the bdc was then retracted over the bmw without resistance. While no resistance and no other issues were noted, upon withdrawal of the bmw guide wire, the bmw tip separated with the distal radiopaque fragment remaining in the side branch vessel. An attempt to retrieve the bmw fragment was unsuccessful and the fragment remains at the end of the side branch secure in the vessel. Reportedly, future intervention is not planned as the tip remains secure in the side branch without the risk of migration. The remaining proximal portion of the bmw was withdrawn from the anatomy without issue. The lesion in the side branch vessel was left untreated. There was no occurrence of a clinically significant delay. There were no adverse patient sequelae; the patient was discharged in good condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.